Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of a hemodialysis (hd) patient's medical records for a hospitalization event on (B)(6) 2018 (MFR report #: 2937457-2018-00656) it was discovered the patient had a small hiatal hernia and a small, stable, left paraumbilical hernia containing a loop of small bowel. Follow up was made with the hd patient's user facility clinic manager, who confirmed they were not previous known issues. Per clinic manager the patient has not reported any previous discomfort or issues caused by the reported hiatal and paraumbilical hernias and stated the patient did not have any known issues with hernia since starting hemodialysis therapy. Per clinic manager both hernias were not repaired while the patient was hospitalized, and as of (B)(6) 2018 there were no additional issues with the documented hernias.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The device met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
There is no documentation in the complaint file to show a causal relationship between the event of hiatal hernia and paraumbilical hernia and the fresenius 2008t machine. Additionally, there is no reported malfunction against the machine related to this event. It is unknown when the patient developed the hernias or the causal events. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of a hemodialysis (hd) patient's medical records for a hospitalization event on (B)(6) 2018 (MFR report #: 2937457-2018-00656) it was discovered the patient had a small hiatal hernia and a small, stable, left paraumbilical hernia containing a loop of small bowel. Follow up was made with the hd patient's user facility clinic manager, who confirmed they were not previous known issues. Per clinic manager the patient has not reported any previous discomfort or issues caused by the reported hiatal and paraumbilical hernias and stated the patient did not have any known issues with hernia since starting hemodialysis therapy. Per clinic manager both hernias were not repaired while the patient was hospitalized, and as of (B)(6) 2018 there were no additional issues with the documented hernias.